Manufacturer narrative:
Covidien personnel met with facility staff on (B)(4) 2013 to conduct a preliminary device evaluation. The ventilator did not power up at the preliminary evaluation and covidien personnel were unable to determine a root cause. Investigation is ongoing. (B)(4).

Event description:
Customer called to have device logs downloaded and advised that a pt passed away while on the ventilator. Respiratory therapist was called to a pt room by ICU nurse after the nurse responded to cardiac monitor alarm. The reported time of death was approximately 4:06 am. At a meeting with facility staff on (B)(6) 2013 to conduct a preliminary device evaluation, covidien was advised that the ventilator had shut down with no alarm. Covidien was also informed that just prior to the reported event, the pt had a heart rate of 107 regular, oxygen saturation of 94%, blood pressure of 105/67, and the ventilator settings were assist control, respiratory rate 24, tidal volume 650 ml, oxygen concentration 70% and +12 positive end expiratory pressure.